Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) level was 527 mg/dl. Elevated bg was addressed via manual insulin injection. Customer resumed insulin delivery successfully.